Event description:
Boston scientific crm received information that the device triggered the end of life status. The date that the elective replacement time indicator displayed is unknown. The device has been implanted for almost four and a half years, which is less than the estimated predicted longevity. The physician is alleging premature battery depletion for this device. It was noted that the patient has heart block. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the device has not been returned. If additional information should become available to our company, this event would be updated.